Manufacturer narrative:
(B)(4). Conclusion: explanted mesh was returned for evaluation. The mesh shows at one side three circular holes. One with a diameter of approx. 3 cm and the other two with a diameter of approx. 1 cm. The cause for the circular holes could not be verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was placed. A few weeks later, the patient underwent a second procedure. The mesh was torn on one side, the lateral side, at each interrupted suture. During the procedure, the mesh was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.